Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had no stimulation sensation and an ins overdischarge was suspected. The patient was not able to charge because of where the device was implanted. The patient was told the device implant pocket may need to be revised for better charging. The device was in the patient¿s lower left hip, and the patient was told there might be some scar tissue. The charging issues started four months after implant. The patient met with a manufacturer representative (rep) around five months after implant to discuss the charging concerns. The patient had not charged in over a year as of (B)(6) 2014, and stimulation stopped about 14 months ago. The patient was not able to charge, and it was noted that the patient had not been able to charge because three of her friends/family members were murdered. The patient was redirected to a healthcare professional, and having the device checked and physician mode recharge were discussed. Additional information was received from the patient via a rep. It was reported that the patient was still unable to charge the ins and had not used or charged the stimulator in at least three years as of (B)(6) 2017. The rep was to meet with the patient on (B)(6) 2017, and was to try a physician mode recharge. No actions/interventions had been taken yet and the issue was not resolved. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.